Event description:
It was reported the patient was unable to communicate with the ipg using the charging system. A replacement charging system was sent to the patient. Follow up identified the patient replacement device did not resolve the issue. The patient reported she had let the ipg deplete for about 3 weeks, and was unable to locate the ipg afterward. The patient was to meet with the physician regarding the issue.

Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.